Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported doctor care visit for the patient's site irritation. No lot release records were reviewed, as the product lot number was not provided the omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient reported that he was having pain in his arm which radiated to his hand. Patient believes it is related to his omnipod insertion. Patient received medical treatment from his doctor.